Event description:
Fhc stereotactic technology development rep reported a possible problem with the waypoint navigator when used to plan a trajectory for a surgery. The surgeon identified that the left stn trajectory was high and over a centimeter off from the intended target. The surgery was performed using this trajectory and thus led to misplacement of the lead.

Manufacturer narrative:
Fhc stereotactic technology department evaluated the pak plans from the surgery and determined that the equipment used for planning (waypoint navigator) performed as required. Fhc will be attending the next surgery with this surgeon to ensure proper training and understanding of the software functionality as well as confirm that the software is working as intended.